Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported the patient expired on (B)(6) 2022 from an unidentified cause. The submitted controller event log file captured data from (B)(6) 2022 - (B)(6) 2022. The system appeared to operate as intended at the set speed until the driveline was ultimately disconnected on (B)(6) 2022. It was later reported that the death was not considered to be device related, and the device worked as intended. There were reportedly no issues with the device. The device was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Death is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 from an unidentified cause.